Manufacturer narrative:
H6: investigation summary: one photo sample was provided to our quality team for investigation. Through visual inspection, the scale is observed to be missing from the syringe, verifying the reported failure. A device history review was performed for lot 2004017, finding one annotation related to this defect. During the marking process, an incident was detected related to a failure in the patters that transfer the ink to the barrel. Once detected, the mechanical team repaired the failure and defective product was scrapped. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined this defect is related to the failure detected during the marking process, the reported unit not being properly detected and discarded. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe was missing the scale markings. The following information was provided by the initial reporter: "bd plastipak syringe without marking . There was only one in the box."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ hypodermic luer-lok¿ syringe was missing the scale markings. The following information was provided by the initial reporter: "bd plastipak syringe without marking. There was only one in the box".